Event description:
A caller reported encountering a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset. The reset resolved the issue.